Manufacturer narrative:
This supplemental report is submitted to provide h4 device manufacture date in response to an FDA inquiry received on 25 march 2025.

Manufacturer narrative:
A failure event was observed during analysis. Final analysis noted a visual inspection revealed no physical damage to the outer plastic casing of the ac power adapter or to the outer plastic housing of the transmitter. Visual inspection also revealed no damage to the usb port of the transmitter. After opening the ac power adapter several burnt components were observed on the main circuit board, as well as to the inner casing of the ac power adapter. Upon opening the transmitter no burnt components were observed. Tested unit with working ac power adapter and unit successfully powered on. Performed the delete data process successfully. High current flow through the ac wall power outlet damaged the ac power adapter causing a no power issue.

Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
Correction: section h4: manufacturing date should have been " nov 27, 2015" instead of "nov 27, 2025".